Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2004 and two mesh products were implanted. It was reported that the patient underwent removal surgery, exploratory laparotomy, lysis of adhesions and small bowel resection during which the surgeon noted a large mesh in the abdominal wall, which appeared to be the point of a small bowel obstruction. Due to significant adhesion of the small bowel to the mesh, he proceeded with explantation of the mesh. It was reported the patient experienced severe pain, dense adhesions, nausea, vomiting, stomach cramps, constipation, scarring, inflammation, stress and anxiety. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: (B)(6) 2021. Additional information: a1, a2, d6b. Additional b5 narrative: it was reported that the patient underwent removal surgery on (B)(6) 2019.